Event description:
Caller reported a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Before contacting customer technical support, customer successfully loaded a new cartridge and resumed insulin delivery without encountering further cartridge alarms.